Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The patient tests her blood glucose 2x daily and her results are usually around ¿92-105 mg/dl.¿ the alleged issue began on the evening of (B)(6) 2013. The patient reported blood glucose results of ¿190 mg/dl¿ with the subject meter and ¿150 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with metformin pills and glyburide pills (as needed). Due to the alleged result, the patient administered self a glyburide pill (2.5 mg). Around 4am the following morning, the patient claimed she woke up with symptoms of shaky and blurred vision. The patient tested her blood glucose and obtained a result around ¿50 mg/dl.¿ the patient ate fruit and drank juice as treatment. About an hour later, the patient felt better and obtained blood glucose results of ¿89-90 mg/dl.¿ at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2013): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2013, for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/26/2013 and 9/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.